Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing and visual inspection of the lead did not find any anomalies.

Event description:
It was reported during implant procedure, the right atrial (ra) lead was failed to capture. The ra lead was replaced and the procedure continued with the new lead on (B)(6)2024. The patient was stable throughout the procedure.